Event description:
It was reported that the longevity of the device was overestimated. As a result, the device was explanted and replaced prior to elective replacement indicator (eri) to resolve the event. The patient was in stable condition.